Event description:
During surgery, the scrub tech noticed a metal item floating in the wound. The surgeon retrieved the item. An x-ray was ordered and a second item was recovered from the wound. The metal items were pieces from an abdominal retractor. The pt had no apparent harm from the items.